Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 120 mg/dl. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. It was reported that the pump touch screen timed out faster than expected. Customer's blood glucose was 140 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.